Event description:
A nurse attempted to place a peripherally inserted central catheter line in the patient's left upper extremity. When trying to advance the peripherally inserted central catheter to the superior vena cava, the peripherally inserted central catheter coiled. The nurse was not able to retract the peripherally inserted central catheter line. An x-ray of the left upper extremity showed the peripherally inserted central catheter line was knotted. The patient was taken to the operation room for peripherally inserted central catheter line removal.